Event description:
Physician reported performing a laparoscopic hysterectomy to remove the essure micro-inserts because the patient had experienced intermittent cramping and spotting since her essure procedure in 2005. As the physician was not the original physician that performed the essure procedure. He did not have information on the placement procedure (i.e., number of trailing coils after placement; concerns, if any, regarding placement, visible trailing length or ID of tubal ostium). He states the devices were in the tubes, one was slightly torqued at the tip. He will see her post-op in 4 weeks. He could not find any other cause for her symptoms.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.